Event description:
It was reported that during the implant procedure the device was not used because the lead would not seat in the right ventricular (rv) port of the header. A different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead: (B)(6) 2005, tissue valve: (B)(6) 2001. (B)(4).